Manufacturer narrative:
Device 9 of 10. Initial reporter name and address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Third party manufacturing site: (B)(4).

Event description:
It was reported by the product specialist for a sundry customer that dark spot was found on the dressing. The product was not used. The photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) # h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary. A batch record review was completed and no discrepancies were found. Aquacel foam ag adh 10x10cm 1x10pk nai was manufactured under system application product (sap) code 1705403 and manufacturing lot number 1c03858 on 28 march 2021 lot 1c03858 was sterilised under reference 2864843 and released on review of results of sterilisation provided by sterilisation company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 1c03858. This is the only complaint for the affected lot registered within database. Four photographs were received for this issue and have been evaluated in accordance with work instructions (wi). The photograph confirms the expected lot number, product and complaint issue, but it is not possible to tell from the photograph received what the brown marks on the dressing are. The samples under complaint were requested for investigation, but were not available. A non-conformance was raised for this complaint, but while images were received showing the complaint issue, no samples were available to be returned for investigation, so it was not possible to investigate the issue without samples. The brown marks are faint, but the location of the marks on the dressings appears uniform across the photographs received. The marks are found on the dressing at the edge of the silicone at the point of the release liner fold. The complaint affects ten units, but without being able to investigate the specific dressings under complaint, it is not possible to identify root cause. It is not possible to investigate the issue unless samples are received to identify the origin of the brown marks. No further investigation is possible for this complaint. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, third party manufacturing site: 2320643.